Manufacturer narrative:
This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient was seen in the clinic for a follow up appointment and reported having diaphragematic stimulation. The physician reported that the left ventricular (lv) lead dislodged, causing loss of capture. The physician attempted to reprogram the device. A week later, x-ray confirmed that the left ventricular (lv) lead dislodged, and the lead was explanted. A new lead was implanted, and no adverse patient effects were reported.